Event description:
The customer reported approximately 4 cubic centimeters of bloody diluent leaked underneath the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The customer also reported that the instrument was generating a complete blood count (cbc) voteouts. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the leak and replaced torn needle vent line tubing; resolving the reported event. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).